Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported sheath retracting was confirmed. The reported failure to deploy the clip could not be confirmed as the device was returned with the sheath not engaged to the clip applier. The reported event appears to be related to use technique. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an laser atherectomy and stenting interventional procedure of the superficial femoral artery. Reportedly, after the sheath was completely split, the sheath retracted. The starclose se clip would not deploy. The starclose se was removed with no resistance. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.